Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause of the broken tubing at the junction of the luer could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) infusor was observed leaking in the outer packaging before use. No patient involvement; therefore, there is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. A lot number was not provided at the time of this report. A product code/catalog number was also not provided; therefore, no 510k number can be submitted with this report. Should the device and/or any additional information become available, a follow-up report will be submitted.